Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the unit had intermittent image caused by multiple kinks on the cable. In addition, cable failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not work. There was a problem with the scope connection/disconnection. The event occurred prior to the sedation of an unspecified diagnostic procedure. There were no reports of patient harm.